Event description:
The manufacturer was contacted reporting that his device was making a "growling sound" when he breathed in, which had previously been a "whistling sound." The patient was advised that his device was part of a recall and that he had not yet registered for it. The patient was then provided with the recall registration email. No serious injury or patient harm was reported, nor was any medical intervention specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.